Event description:
The customer reported that the unit started smoking from the x-ray tube during a case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep powered up system and fluoroed with max technique without error. Removed the x-ray tube cover and inspected. No problems were found.